Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced pain around and under the pocket for the past 3 1/2 weeks with no apparent reason. He has lost 100 lbs since implant. He did not have the ins on but it works if he turned it on. He had rf ablation but the pain was present before that. It was later reported that he visited his doctor about this event. He had surgery on (B)(6) 2011 and no longer has problems with his device system. Add'l info has been requested.